Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 had failed, noting all pockets were off bus. A field service engineer (fse) reseated all drawer controller and retractor band connections, and power cycled the station. No further issues were noted. The operation was tested in hardware test application diagnostics and application with no issues noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that the malfunction occurred and all medications also available in nearby station. There were no adverse events or injuries reported based on this event.